Event description:
It was reported that the patient has a cardiac procedure done that was not related to the pacemaker. Since the procedure the patient felt stimulation sensations in her stomach during pacing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).